Event description:
Six axium coils were used in a coiling treatment procedure. It was reported that upon removal of the balloon, the coils were observed protruding into the parent artery. No pt injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation, as they were implanted in the pt. Models and lot numbers of coils involved: qc-3-8-3d; lot: 6835360- dom-10/30/2008-exp- 1/1/2011, qc-3-8-3d; lot: 6535123- dom- 8/28/2011-exp-8/1/2011, qc-2-6-helix; lot: 6895723-dom-11/25/2008- exp-11/1/2011, qc-1.5-2-helix; lot: 6576512 (qty.2)- dom- 9-16-2008- exp- 9-1-2011.